Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
The customer reporrted that an 840 ventilator was inoperable. There was no patient involvement.